Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving fentanyl (2 mg/ml at 0.302 mg/day) via an implanted pump. The pump's indications for use (ifus) were listed as spinal pain and reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. The patient was found deceased on (B)(6) 2015 of an unknown cause. It was unknown whether or not the death was related to the medtronic device or therapy. The patient was at the county coroner's and the rep was asked to turn off the pump. An autopsy was going to be performed. No pump changes had been made since (B)(6) 2015. Additional information received from a nurse at the patient's managing hcp's office indicated that the patient was not being prescribed any other medications by their office; however, their notes indicated that the patient was being prescribed ambien and lorazepam by a different hcp. The patient had a history of high blood pressure, high cholesterol, asthma, bipolar disorder, and colitis. The nurse was not aware of any recent events leading up to the patient's passing. It was reported that the managing hcp spoke with the coroner's office and there was speculation that the patient may have overdosed on other medications. The nurse reiterated that it was purely speculative and an investigation was being performed at the county coroner's office. It was reported that a thorough investigation would be performed along with a toxicology screening. A follow-up report will be sent if additional information is received.

Event description:
Additional information was received from an investigator at the coroner's office on (B)(6) 2016. The investigator stated that he was not able to provide the toxicology report and that it would need to be requested. He stated that the requests are 190 days out and require a $15 fee to be mailed along with a request on company letterhead. He stated that the cause of death was arterial cardiovascular disease and that the patient was positive for the drug in his pump, however, the levels were low and well within therapeutic ranges. If additional information is received, another follow up report will be sent.

Event description:
Additional information was received from an investigator at the coroner's office on 2015-12-30. The investigator stated that the pump was suspected to be related, but "not in the way we were thinking." He stated that the patient had been demonstrating to people how he could remove the medication from the pump. So it was thought that the patient removed the medication from the pump and either injected it on purpose into himself or he accidentally did a pocket fill while trying to put the medication back. They were awaiting the toxicology report for the exact results and they were not expecting those results for a week or two. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via an autopsy report. The decedent was found unresponsive and not breathing on his bedroom floor. Due to obvious signs, the deputy confirmed death. The deputy observed the decedent lying supine on the floor. His head was oriented to the west and his feet were to the east. He head had a deep red tone and a brownish red purge emitted from his nose and mouth. A white film was observed on his lips. There was skin slippage to his face and neck. Marbling was present on his torso and an implanted medical device on the right anterior side of his abdomen was noticed. There were two small bandages over the device. The deputy observed fixed posterior lividity with demarcation, appropriate for body position. Rigor mortis w as present in all extremities, but was easily broken. The deputy observed a wrapper to a syringe needle next to the decedent's left leg and the deputy located a 5 milliliter syringe under the decedent's right leg. The syringe had an 18 gauge needle attached and contained approximately 1.2 milliliters of a clear fluid. The deputy seized the syringe and later disposed of it at the kern county coroner's property room. The decedent was transported to the kern county coroner's facility for a postmortem examination. The hcp told the deputy the decedent was under his care for chronic pain due to complex regional pain syndrome and chronic reflex syndrome. The decedent had a medical history of hypertension, diabetes mellitus, asthma, and bipolar disorder. A device manufacturer representative used a device to retrieve data from the decedent and confirmed the last time the decedent activated the device was (B)(6) 2015 at 0257 hours. The representative deactivated the pump on (B)(6) 2015 at 1740 hours. The deputy spoke to the patient's mother who noted she last saw the decedent on (B)(6) 2015 and he appeared depressed, but she didn't think he would attempt suicide. The patient did not drink alcohol and to the mother's knowledge he never used illicit drugs. The mother suspected he abused his pain medication. The mother confirmed the decedent suffered a fall approximately 8 years prior to his death which led to his chronic reflex syndrome and complex regional pain syndrome. The final diagnoses included a past medical history including chronic pain syndrome, chronic reflux syndrome, complex regional pain syndrome, hypertension, diabetes, asthma, and bipolar disorder. The diagnoses also included severe abdominal obesity and probable arteriosclerotic cardiovascular disease. The cause of death was noted as arteriosclerotic cardiovascular disease, interval between onset and death was years. Other conditions contributing to the death included hypertension, diabetes, asthma, and chronic pain syndrome. The manner of death was noted as natural. A comment in the final diagnoses made by the examiner noted fentanyl blood levels were high, but this was a special situation wherein this chronic pain syndrome patient was being carefully managed and fentanyl was one of the prescribed medications. Postmortem toxicology was always difficult and subject to questioning and this was particularly difficult when it involves fentanyl interpretation. In addition, the tolerance to fentanyl was expected to be very high. The examiner noted it seemed best to conclude that fentanyl levels may be too high, but if so then it really was part of the sequelae of chronic pain syndrome and chronic disease and it would be basically impossible to call the manner of death "accident" with any sense of this being good scientific thinking. Suicide was not suspected, but could seldom be ruled out. An examination and description of injuries included: a very minor diagonal 1-1/4 inch red ecchymosis, lower one-third of anterior right thigh skin area; generalized redness over about a 3 inch area covering the right knee with very mild abrasions, probably, within the red area; and otherwise, the head, central face, mouth/throat/neck, chest, abdomen, pelvis, with external genitalia and anus, back and extremities were free of signs of injury. The examination was completed on (B)(6) 2015 at 1420 hours. A 20ml sample of blood was used for toxicology. Positive findings included ethanol 16 mg/dl, blood alcohol concentration (bac) 0.016 g/100ml, fentanyl 9.1 ng/ml, and norfentanyl 1.6 ng/ml. Other than the previous findings, examination of the specimen submitted did not reveal any positive findings of toxicological significance by procedures outlined in the analysis summary. If additional information is received, a follow-up report will be sent.